Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarmed that the insulin flow had been blocked and that a few of the infusion set needles had been bent. The blood glucose reading was 25 mmol/l. The customer was treated with a bolus. The time and date were correct. The basal and bolus wizard settings were correct. Several no delivery alarms were confirmed in the alarm history. Insulin exited with the manual prime and no air bubbles were observed. A leak was noted from the p-cap. It was advised that the infusion set and reservoir should be changed. The insulin pump was not returned for analysis.